Event description:
Revision surgery due to broken implant.

Manufacturer narrative:
The agent reportef, center 6.5 screw of the baseplate snapped. Male 63. Complaint has been evaluated and is similar to report number 1644408-2023-01039; 508-32-104, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.